Event description:
It was reported that the top half of the ilet touchscreen intermittently failed to register touch inputs despite cleaning, with no visible damage, and the device was replaced; blood glucose at the time was 150, and the issue concerned the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this device revealed a stress-related touchscreen problem, characterized as a touchscreen-related device issue. It was concluded, while powered off the display looks fine when placed on a charger and powered on a crack in the right-hand corner of the display is noticeable this causes an adverse reaction when the display is used source of the crack is unknown.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.